Event description:
It was reported that a cylinder of this inflatable penile prosthesis was leaking and the device would not inflate. The device was explanted and replaced. No patient complications were reported.